Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified particulate matter was observed in a 5000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. The event occurred during setup and preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, h10. H4: the lot was manufactured from november 27, 2020 - november 28, 2020. H10: the actual and photograph of the sample was received for evaluation. The fill port tubing of the actual sample was cut where the customer likely drained the contents. Visual inspection along with magnification was performed on the actual sample and the particle matter could not be verified. Meanwhile, the photograph of the bag when filled with solution was visually inspected which observed white particle matter. The reported condition was verified in the photograph; however, not verified in the actual sample. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.